Event description:
It was reported that the device was explanted approximately after implant duration of zero days, due to mitral regurgitation. This was an unsuccessful ring repair. No additional information has been provided. Information learned from implant patient registry and operative report.

Manufacturer narrative:
Device not returned.